Event description:
Per independent repair center statement the units alarm would not function. The key failure was the valve manifold was sticking. Additional malfunctions include the heat exchanger was leaking, the bed hoses were leaking, the power switch had no alarms, the tie wraps were leaking, and the gear clamps were leaking.